Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) called guidant's technical services to report that tones were being emitted from the device that were not similar to other tones heard before.